Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a couple days of super high blood glucose levels. Customer's blood glucose level was over 400 mg/dl. She controlled her blood glucose level by changing the infusion set. The customer then received a strange alarm. In the alarm history a test failure at 10:01 a.m. Was found. The customer treated her blood glucose with a manual injection and the insulin pump. The self-test passed. The insulin pump also alarmed low suspend but declined troubleshooting. The device was not returned.